Event description:
During generator replacement, the physician was unable to engage the setscrew with multiple #2 wrenches, grommet was removed to visualize setscrew. Eventually the screw was completely removed from the device by orienting the wrench at an angle to increase friction on the setscrew. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).